Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported that tubing pulled apart from spike and leaked. Event occurred in newborn ICU with tpn. There was no report of pt harm or medical intervention required. The customer stated that no further pt/event info is available.